Event description:
It was reported that "unknown black material was observed inside the pressure tubing next to the zero stopcock before use."

Manufacturer narrative:
One black particulate was found inside of the pressure tubing at 6mm distal from the female connector which connected to the male luer of the zero-stopcock. The particulate was approximately 0.06 x 0.02" in size. At this time further analysis and testing is underway. A supplemental will be forthcoming with results when available. Lot number was not provided, therefore, review of the manufacturing records could not be completed.

Manufacturer narrative:
The returned kit was flushed at a pressure of 350mmhg for 5 minutes. The particulate stayed at the same location and was not flushed out of the kit. The particulate appeared to be consistent with burned pvc that had attached to the tubing surface during extrusion process. Per chemistry results the ir spectrum of the unknown brownish particulate showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material. Awareness training is being conducted to all operators in the extrusion and assembly process for their awareness and improvement. Operators who perform tube cutting shall be trained to check the cut tube for the cleanliness during the cutting process. The root cause has been determined as a build-up or accumulation of material in front of the die when running certain materials through the extrusion process for several hours. Eventually, this material burns and can break off the die and become attached to the tubing being extruded. This type of build-up can also occur in the extruder screen packs (filters) before the breaker plate. The accumulation of material begins to burn and can eventually detach from the screen pack and end up on the tubing. Production operators at the supplier manufacturing facility are now required to inspect the die during production every 8 hours and remove any build-up on the die to prevent burning of the material residue and replace the screen packs every eight hours of running time.